Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
It was reported that the customer had high blood glucose levels of 217 mg/dl. The customer reported that the numbers on the display of the insulin pump continued to scroll up on their own during a bolus. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.